Event description:
It was reported that the pace/sense portion of the right ventricular lead had decreasing and low impedance. Oversensing was also noted and real time sensing values were variable. The lead was later replaced due to continuous low impedance reading and oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was low resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on 14-jun-2012. The weekly pace lead impedance trend data show spike impedance decreases for right ventricular pacing equal to 312 to 196 ohms minimum between 30-apr-2012 and 18-jun-2012. There was oversensing with fifteen ventricular non-sustained tachycardia episodes less than or equal 190 miliseconds between 20-jun-2012 and 21-jun-2012.